Event description:
It was reported that the patient's left ventricular (lv) lead had been turned off previously for an unknown reason. The lv leas was capped during generator change procedure on (B)(6) 2023. New dual chamber generator was implanted. The patient was stable throughout the procedure.